Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of essure (perforation of uterus") in an adult female patient who had essure (batch no. A04628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and bleeding rectal. Concomitant products included omeprazole (prilosec), sertraline (zoloft) and sucralfate. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anaemia ("anemia"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions (hives)"), weight decreased ("weight loss"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("pain extremities"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device dislocation, dysmenorrhoea, anaemia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, migraine, headache, nausea, urticaria, weight decreased, abdominal pain lower, pain in extremity and menometrorrhagia outcome was unknown and the fatigue and the last episode of allergy to metals had resolved. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events: menorrhagia, apareunia, dyspareunia, migraines, headaches, migration of essure (perforation of uterus, nausea, nickel allergy, perforation (fallopian tube), perforation (uterus), rashes or skin conditions (hives), weight loss, lower abdomen pain, pain extremities were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus) / migration of essure (perforation of uterus)") in a 40-year-old female patient who had essure (batch no: a04628- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and bleeding rectal. Concomitant products included omeprazole (prilosec), sertraline hydrochloride (zoloft) and sucralfate. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anaemia ("anemia"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions (hives)"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("pain extremities") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, dysmenorrhoea, anaemia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, migraine, headache, nausea, urticaria, weight decreased, abdominal pain lower, pain in extremity, menometrorrhagia and weight increased outcome was unknown and the fatigue and the last episode of allergy to metals had resolved. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, weight decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: essure confirmation test - essure device proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Event "weight gain" added from pfs. Incident: no valid lot number. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube"), the first episode of uterine perforation ("perforation (uterus)") and the second episode of uterine perforation ("migration of essure (perforation of uterus") in an adult female patient who had essure (batch no. A04628- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and bleeding rectal. Concomitant products included omeprazole (prilosec), sertraline (zoloft) and sucralfate. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of uterine perforation (seriousness criteria medically significant and intervention required), the second episode of uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anaemia ("anemia"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions (hives)"), weight decreased ("weight loss"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("pain extremities"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, the last episode of uterine perforation, dysmenorrhoea, anaemia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, migraine, headache, nausea, urticaria, weight decreased, abdominal pain lower, pain in extremity and menometrorrhagia outcome was unknown and the fatigue and the last episode of allergy to metals had resolved. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urticaria, vaginal haemorrhage, weight decreased, the first episode of allergy to metals, the first episode of uterine perforation, the second episode of allergy to metals and the second episode of uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), anaemia ("anemia"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, anaemia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, anaemia, dysmenorrhoea, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.